Event description:
Problem with resmed airsense 10. Hello FDA, I am writing you because I have had an adverse reaction to using my new airsense 10 machine made by resmed and would like your help. I have used a CPAP (continuous positive airway pressure) machine for approximately 15 years. Most recently my old resmed airsense 10 machine started showing a display that said "motor life exceeded please contact your provider" (I have been using that machine for approximately 7 years and the machine has functioned well.) I think it is important to mention that I am a retired intensive care nurse so have had some experience with medical devices. Approximately 2 weeks ago I picked up a new resmed airsense 10 and started using it. I washed out all the new tubing and mask before using it. Within the first few minutes of using the machine I felt a "dryness" in my chest and I started coughing and continued coughing. It was a 1 to 1 correlation. There was also a sweet smell coming through the machine. I got out of bed and removed the mask and tubing and replaced it with the old mask/tubing I had been using. I also wiped out the inside of my new machine. This did not totally resolve the problem and so after several days I replaced the water chamber with an old type of water chamber which has a totally metal bottom (base). This definitely was an improvement but I still have a dryness and uncomfortable feeling in the back of my throat but am not coughing. I did not have this problem with my old airsense 10. Bottom line: I believe the plastics in the machine or water chamber are giving off a gas or microparticles that are irritating my airway. Would you please have someone test a new airsense 10? There are so many people using these machines. Thank you, (B)(6). Reference report: mw5147819.